Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure for paroxysmal af, an air leak was noted. A leaky rear seal was noted when the farawave (boston scientific) catheter was inserted into the sheath. To resolve, the sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.